Event description:
It was reported that after the implant of an aveir dr system that the patient heart rate started to drop below 30 beats per minute. An x-ray was performed and revealed that the right ventricle leadless pacemaker (rvlp) had dislodged and migrated to the right pulmonary artery. The physician elected to explant and replace the rvlp. The patient condition was stable following the procedure.